Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the reamer handle broke during an initial tha. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, zimmer biomet does not hold the reporting responsibilities for this product. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, zimmer biomet does not hold the reporting responsibilities for this product. The initial report was forwarded in error and should be voided.